Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and the reported issue was confirmed. Functional testing also confirmed the reported issue. The cause was traced to a failure of the latch/lock sensor. The latch/lock sensor was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that even after the cassette was installed and securely locked, a "not locked" message appeared, preventing the system from starting. This occurred during priming at the facility. There was no patient involvement. Evaluation of the returned device identified a failure of the latch/lock sensor.